Event description:
Customer reported the system displayed a temperature sensor error before a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.